Event description:
The explanted generator was returned to the manufacturer and product analysis was performed. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Date received by manufacturer; corrected data: the initial MDR inadvertently provided an incorrect aware date. The correct aware date is 09/12/2013.

Event description:
Clinic notes dated (B)(6) 2012 indicated that the patient was still having seizures. Medications were increased and vns settings were increased to 2.25ma, 20 hz, 250 microseconds, 30 seconds on time, 1.1 minute off time, 2.5 ma magnet output current, 60 seconds magnet on time, 250 microseconds magnet pulsewidth. Clinic notes dated (B)(6) 2013 indicated that the patient was still having breakthrough seizures but that the patient was doing well on his vns and medication. The device was interrogated and settings were unchanged. Clinic notes dated (B)(6) 2013 indicated that this vns patient was still having small seizures and experienced a recent increase in frequency in seizures now on a daily basis over the past month. The physician believed the recent seizure recurrent was due to end-of-life of the vns device. The patient¿s medication was increased, and settings were increased to 2.25ma, 20 hz, 250 microseconds, 30 seconds on time, 0.8 minute off time, 2.5 ma magnet output current, 60 seconds magnet on time, 250 microseconds magnet pulsewidth. The patient was referred for generator revision. An implant card received on (B)(6) 2013 showed that the patient was underwent prophylactic generator revision on (B)(6) 2013.